Event description:
It is reported that the pt was revised due to loosening. The implant date is 2004.

Manufacturer narrative:
Evaluation summary: surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint maybe revised upon return of x-rays and/or product or further information. Evaluation: the bone cement product and lot information in unk and therefore could not be evaluated. The device history records were reviewed for zimmer products and found to be conforming; indicating the devices were manufactured, inspected, and a packaged to specifications. Dimensional analysis shows that the device are conforming to print specifications. Visual examination reveals poor cement coverage on both the femoral and tibial components. Visual examination of the articular surface shows it to be in relatively good condition with minimal wear.